Manufacturer narrative:
The reported event of longevity anomaly was confirmed. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The cause of the incorrect longevity estimation observed in the field was undetermined.

Manufacturer narrative:
Voluntary medwatch form mw5071804 received.

Event description:
It was reported that the asymptomatic patient presented in-clinic after feeling the vibration due to elective replacement indicator (eri). The eri was earlier than expected from last estimation in (B)(6) 2016. Upon review and in-house estimate, it was noted that the programmer exhibited overestimation of the longevity at the (B)(6) 2016 check. The implantable cardioverter defibrillator was explanted and replaced due to suspected premature battery depletion. The patient was fine post procedure.